Event description:
18 months after implantation, a curvafix im implant was identified as having been broken after patient imaging. The patient had reported pain and developed a limp. As of the date of this report, the subject implant remains implanted in the patient. The surgeon has indicated a revision surgery is planned but not yet scheduled.

Manufacturer narrative:
This report is submitted pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by FDA, curvafix, or its employees that the report constitutes an admission that the device, curvafix, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.